Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced recharge burden as the device would not hold charge after a few hours and thus leaving the patient without therapy until the ipg was charged again. As a result, the patient underwent surgical intervention wherein the ipg was replaced and reportedly therapy was restored.